Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A capsulorrhaphy and superior, medial capsulotomy was performed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ crease is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture, a capsulorrhaphy and superior, medial capsulotomy was performed. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203. . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.